Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.

Event description:
It was reported that the patient experienced a pericardial effusion. Ablation was performed using a non-boston scientific ablation catheter to treat atrial flutter prior to the transseptal puncture. After the cti ablation was completed, a small pericardial effusion was noticed on intracardiac echocardiography (ice). The transseptal puncture was performed along with a pre-map using a nonboston scientific mapping catheter. At this time the effusion began to grow, so a pericardiocentesis was performed. Over the course of a couple hours 1.4l of fluid was drained from the pericardium. The patient stabilized, and the procedure was completed. The patient was hospitalized after the procedure but is expected to fully recover. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).